Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 47 mg/dl and food was consumed to address the bg level. The customer did not know the cause of the low bg. The current bg was 173 mg/dl. As the customer was not experiencing a low bg at the time of the report, tandem technical support advised the customer to consult with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Cartridge change sequence was conducted on (B)(6) 2017. One bolus request was made on (B)(6) 2017. Basal rate was set at 2 u/hr throughout the entire day. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.